Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a umb catheter. The customer states that there was a leakage distal to hub. Detected visually after less than 72 hours in use. Venous and arterial infusion. Another device was used. No ill-effects to the pt. Samples are being returned for examination.